Event description:
It was reported that a user contacted support for assistance performing a factory reset of the ilet bionic pancreas after experiencing frequent low blood glucose while using the system, and the user¿s healthcare provider had recommended the reset; the agent guided the user through the reset and the user planned to complete setup once the cgm warm-up finished. Symptoms included hypoglycemia that resulted in a blood glucose nadir of 41 mg/dl with no associated clinical symptoms. Outcomes included self-treatment with oral glucose and no long-term health impact. User support included troubleshooting and education conducted by phone. Investigation of this case revealed no alerts or alarms during the event, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.